Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24m0033. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 18cm and 20cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 26cm to 29.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system docu-ment. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was ex-perienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the locations of the previously noted damaged outer lumen. It could not be con-fidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guide-wire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 21cm from the iabc distal tip, which is the location of the previously noted bent central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 61cm from the iabc luer; which is the location of the previously noted bent central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood reflux" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specifi-cation upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the outer lumen leaks is undetermined. The most proba-ble potential cause of how the outer lumen was damaged is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "blood reflux occurred in the catheter during the inserted, and it was immediately withdrawn and change the new one". Additional informaiton states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Event description:
It was reported "blood reflux occurred in the catheter during the inserted, and it was immediately withdrawn and change the new one". Additional informaiton states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that "blood reflux occurred in the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "blood reflux occurred in the catheter during the inserted, and it was immediately withdrawn and change the new one". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "unknown".